Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a non disposable alarm occurred. Settings were reviewed and pump was restarted. Display read run at the end of the call. No patient injury was reported.